Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). There was additional information received from the customer regarding patient involvement/injury along with products/devices used with the baxter spectrum pump.

Event description:
New information from the customer: it is the units policy to directly connect IV tubing hub to the IV access hub for 24 hour chemotherapy infusions. Several types of venous access devices are used: picclines, mediports, pheresis catheters with various sizes. All chemotherapy is infused as a primary infusion. Additional information was provided by the customer regarding clinical products that are used in daily clinical practice: baxter clearlink IV sets, dehp/non-dehp IV tubing which is chemotherapy specific and 0.2 micron filters which are chemotherapy specific as well.

Event description:
It was reported that a spectrum pump underinfused during a 24 hr infusion of vicistine, vp16, and doxorubicin (programmed amount and delivery rate unk). It was reported that the infusion took 2.5 hrs longer than programmed. It was also reported there was no pt injury.